Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had increased the voltage on monday to 2.0 v and suddenly, she started urinating more often and not controlling it in the past couple of days. The patient used the patient programmer during the call and it showed the ins was on and was on p1 at 2.0 volts. The patient increased to 2.5 volts and would monitor symptoms. No further complications were anticipated/reported.